Manufacturer narrative:
MDR (B)(4) / initial 3 of 9 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced nine infusion set crimped cannula events which resulted in hyperglycemia on (B)(6) 2026. The patient noticed symptoms three or more hours after insertion. The patient¿s blood glucose level was reported to be high and was managed with a correction injection administered via multiple daily injection (mdi).